Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation handles were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation handle broke off. This may have caused difficulty in transporting the system. The system remained operational. There is no report of injury or death associated with this event.